Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down. The field service engineer coordinated with the customer and troubleshot the station by isolating half-height drawer 5 on the auxiliary cabinet. Once this drawer was isolated from the rest, the station operated normally. The fse shut the station down and proceeded to troubleshoot the issue with drawer 5 and discovered that the controller board for drawer 5.2 was defective and replaced the board. Additionally, the fse identified a failure in pyxie bus controller module was also failed and replaced it as well finally, the fse tightened all associated screws with drawer five. The fse verified the drawer¿s functionality using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer board was faulty. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.